Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported that a patient presented with poor vision and a burning feeling in both eyes four days post lasik. The patient was noted to have dry eyes. The topical steroid eye drop was increased. Additional information provided states that the patient was seen in follow up and was noted to be improving. The patient is using hot compresses, topical artificial tears, topical corticosteroid, oral supplement for dry eyes, and an humidifier at night. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the treatment. No technical root cause could be determined as the system is performing within specifications. (B)(4).